Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a revision procedure was performed for an unknown reason. During a review of investigation findings from lirc it was identified that the rod experienced a pin break, surface wear, galling, scratching, discoloration, and mechanical damage. Additionally, force testing was not performed as it was impossible to retract the rod. No patient harm was reported.